Event description:
Information received indicates that during bypass, but prior to cardioplegia delivery, air was seen in the return line (outlet port) coming from the product. The source of the air intake was not found. The myotherm component was suspected. The pack was replaced with no patient involvement; reported change-out occurred prior to administration of cardioplegia solution.

Manufacturer narrative:
Analysis: product evaluation does not confirm the reason for return; the reported air leak was not detected. As received, the device was very bloody and was cleaned for mechanical testing. The unit was photographed. Inspection shows no obvious signs of physical damage to the product to the connection ports. Findings from pressure testing revealed no air leak was noted from the device during the analysis. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event. Product was evaluated and alleged failure could not be duplicated; cause of event is unknown.